Event description:
The patient contacted lifescan and alleged the one touch ultra meter was reading inaccurately low. The reading was 10.6 mmol/l compared to a lab value of 19.9 mmol/l within 10 minutes. The patient did not seek medical attention. The customer care representative performed troubleshooting and three times the control solution test was not within range. Another vial of test strips also failed the control solution test. Based on the information provided, 2 test strip vials with different lot numbers not passing the control solution test, the event is reported as a product malfunction. A pharmacy exhange was arranged for replacement.